Manufacturer narrative:
Visual inspection confirms the event. The distal tip has sheared off at the base of the hexalobe. The root cause is likely the applied torsional force being greater than the yield strength. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off during a case.